Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no customer information provided to have the device returned for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Corrected data: adverse event/product problem from product problem to both outcomes attributed to ae from blank to other contact office from kimberly shelly to mellisa rosko type of reported complaint from product problem to serious injury patient outcome code grid from no clinical signs, symptoms or conditions to cancer health impact grid from no health consequences or impact to serious injury/illness/impairment describe event or problem was updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information patient recuperating from cancer surgery. No additional information can be requested at this time. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.